Event description:
It was reported the stimulator was warm to the touch and feels and looks different. The area around the stimulator was painful. The issue started two days prior to call. There were no falls, traumas, or incidents related to the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID; 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).